Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the lan cable between the navigation system and imaging system was replaced. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that there was an error while sending the exam from the imaging system to the navigation system. There was no patient impact reported and no delay to surgery.